Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a.5a, a.6., b.5., d.6b, g.2., h.6.

Event description:
Additionally, patient reported "lump", "fever", "feeling unwell", "swelling and pain in armpit", "lymphoedema - silicone had entered lymph nodes", "pain". Healthcare professional confirmed rupture, pain and swelling. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side rupture, recalled implant, pain, mass superior pole and axillary region, snowstorm appearance, focal nodule likely represents fibroadenoma, silicone present within axillary lymph nodes which demonstrate heterogeneous enhancement. The device remains implanted.